Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had reached elective replacement indicator (eri) prior to an implant attempt, perhaps due to cold storage in a vehicle trunk. The ipg was not used. The ipg was moved indoors but was interrogated with the same results the following month. No patient complications have been reported as a result of this event.